Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a critical pump error alarm. Customer's blood glucose reading was 205 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and returned for analysis.